Event description:
Reported by the customer as: "pt burnt her hand on charger, no visible signs of melting on the charger." Was pt injured? "Yes".

Manufacturer narrative:
A follow up report will be sent upon completion of the failure investigation. The charger will be sent to the manufacturer for investigation to determine root cause and corrective action. No further info has been received about the condition of the pt and the reported burned hand. Medical devices group will attempt to gather further info regarding the pt.